Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Two lot numbers were provided as 51015u103 and 60114u208. The exact lot number for the complaint device is unknown. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. Intervention was later performed. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclips were implanted without reported issue. The mr was reduced to 1-2; however, post procedure, one of the implanted clips detached from the anterior medial leaflet, but remained attached to the posterior medial leaflet. The mr was noted to be grade 3. On (B)(6) 2016, another mitraclip was implanted as treatment, reducing the mr to 1-2. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. As the exact lot number of the reported single leaflet device attachment (slda) clip could not be provided, lot history record review was performed for both clips implanted during the initial procedure: cds02st (B)(4) and (B)(4) as follows: part: cds02st / (B)(4). Expiration date: 10/31/2016. Manufacturing date: 10/2015. (B)(4). Part: cds02st / (B)(4). Expiration date: 01/31/2017. Manufacturing date: 01/2016. (B)(4). A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from both the lots. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, user technique) which contributed to the slda; however, this cannot be confirmed. Based on the information reviewed the increased mitral regurgitation (mr) was likely due to the slda. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances as the patient underwent a second mitraclip procedure to stabilize the slda clip and reduce the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report submitted, additional information obtained: the first mitraclip procedure date was (B)(6) 2016. 2 mitraclips (51015u103 and 60114u208) were implanted without reported issue, reducing the mitral regurgitation from 4 to 1-2. On (B)(6) 2016, the patient was transferred from another hospital with increased mitral regurgitation, grade 3. It was then noted that one clip had detached from the anterior medial 2 leaflet and remained attached to the posterior medial 2 leaflet, a single leaflet device attachment (slda). The identification/lot number of the slda clip could not be determined. On (B)(6) 2016, another mitraclip was implanted as treatment for the slda and increased mr, reducing the mr to 1-2.